Event description:
It was reported that an infusion set occlusion alarm occurred during use of an ilet system with a contact detach infusion set, with the user noting small air bubbles in prefilled insulin cartridges and successful completion of a subsequent fill tubing procedure after resuming delivery. Symptoms included elevated blood glucose consistent with hyperglycemia, with a contemporaneous self-reported reading of 153 mg/dl, and user concern about insulin resistance. Outcomes included troubleshooting and education that enabled continued therapy without supply change at that time, with user agreement to attempt air-bubble mitigation during the next supply change. Investigation included customer interview and guided functional troubleshooting. Investigation of this case revealed that the occlusion condition resolved only after a supply change procedure and proper priming technique to expel air. It was concluded that the event was consistent with an infusion delivery occlusion related to infusion set and cartridge preparation, and that user education on priming and site management was effective for resolution. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.